Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device could not seal the vessel during an appendectomy. End tones, indicating a completed seal cycle, were heard. Colon tissue and vessels were being sealed. There was no bleeding. A new ligasure was opened to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation, rather than the reported lf1537. The device was returned in a lf1537 display box. Initial visual inspection found no defects with the device. The device was activated on simulated tissue and the hand-switch did not function. Upon internal inspection, the investigation noted there was a cracked solder on the switch legs. When the device was tested with a footswitch it activated satisfactorily. Functional testing was performed on porcine kidney tissue using the footswitch only. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found that the root cause of the reported event could not be confirmed. However an unrelated failure was identified to be to be poor solder flow on the pcb switch legs attributed to the cable supplier.